Event description:
Customer reported lancet did not retract into the softclix plus device after firing. Customer accidentally stuck finger, no serious injury, no medical intervention required. A request was made for the return of the product, replacement was sent.